Event description:
The patient underwent a planned procedure for a cormet hip resurfacing device in 2008. Approx five months later, the patient reported to dr kreuzer's office with severe right hip pain, x-ray revealed femoral neck fracture. The patient was revised to a total hip the next day. Corin has requested further information from site.